Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. At an appointment in (B)(6) 2020 affected channels were seen.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition it is reported that there was a tip fold over of the electrode array inside the cochlea. Further a complete insertion of the electrode was not achieved with two channels remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. At an appointment in (B)(6) 2020 affected channels were seen. The user has been re-implanted.

Event description:
The user's hearing performance with the device is affected. At an appointment in (B)(6) 2020 affected channels were seen. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.